Event description:
It was reported that this patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection. This system remains implanted. No additional adverse patient effects were reported.